Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a fluoroscopy confirmed the atrial lead was dislodged. The lead dislodgement resulted in high thresholds. The lead was explanted and replaced on (B)(6)2014.